Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. The complaint investigation for false elevated results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 23184ui00 was evaluated using worldwide data from abbottlink. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 23184ui00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. World wide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and confirms no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 23184ui00 was identified.

Manufacturer narrative:
Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely elevated architect stat high sensitive troponin-I results were generated for two patients. Patient 1: sid (B)(6) tested on (B)(6) 2021 . Initial positive result of 28.9 ng/l retested on (B)(6) 2021 was 11.6, 11.3 and 10.7 ng/l. Age and gender unknown. Patient 2: sid (B)(6) tested on (B)(6) 2021 . Initial positive result of 36.8 ng/l retested on (B)(6) 2021 was negative at 1.5, 1.2 and 1.4 ng/l. Age and gender unknown. The customer's risk ranges for the assay are as follows: males: low risk <6, moderate risk 6-12, high risk >12 ng/l females: low risk <4, moderate risk 4-10, high risk > 10 ng/l. No adverse impact to patient management was reported.